Event description:
Procedure: c-section. According to the reporter: the pt had surgery and returned to the ER 5 days later. They found loops of bowel protruding from the open area along with bleeding, hemorrhage, laceration, cuts, tears, and wound deterioration of the c section surgical site. Tissue damage was reported.